Event description:
Recently changed vendors for thoracentesis kit. Current vendor is carefusion. Found that the carefusion kit when hooked up backward can lead to air being introduced into the chest cavity. There is no safeguard to ensure the system is hooked up the correct way. Previous thoracentesis kit provided by old vendor had two different ends so the right end always gets hooked to the patient and avoids any possible complication of pushing air the wrong way.